Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced loss of sound. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode ground ring was missing prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained with one type of external sound processor. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The hybrid visual inspection revealed non-conductive epoxy encroachment at the kovar tab. The reported complaint of no lock was confirmed during the analysis of this device. Elevated resistance was measured across electrical component (kovar tab), which is believed to be related to the loss of lock. A CAPA has been implemented. This is the final report.